Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. No pump error 53 noted during testing. However, pump error 53 was confirmed in the pump history file on 02/27/2024 at 03:21:37.000 (line number: 24587 and file number: 33364). Per (B)(6) ¿ r&d engineer, pump error 53 was generated due to exception on main mcu - suspecting the hw (bum). The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. No damage noted on the force sensor. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 27-feb-2024 in the pump history file. 02/27/2024 03:21:37.000 alarm alert notification (40). Fault number: software error (53). Line number: 24587. File number: 33364. On 02/27/2024 18:02:55.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On 02/27/2024 18:04:16.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On 02/27/2024 18:50:11.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On 02/27/2024 18:51:00.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. On 02/27/2024 19:02:53.000 alarm alert notification (40). Fault number: no delivery (7) - during basal. On 02/27/2024 19:17:41.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Pump error 53 confirmed in the pump history file. Nodelivery (7) alarm not confirmed. Cosmetic damage was confirmed at the back of the pump. Pump error 53 confirmed due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a pump error 53 alarm. The customer was able to clear the alarm. The customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer also stated insulin pump had crack and it was unknown whether the customer will continue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.